Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results which questioned by physician on one 48yrs old female patient. The results provided were: on (B)(6) 2022 initial= 124.84 miu/ml (> or =25.00 miu/ml=positive) /repeated on (B)(6) 2022=149.84 miu/ml /third examination on (B)(6) 2022=166.20 miu/ml /repeated=155.19 miu/ml the patient went to another hospital and tested on roche platform on 24jun2022=< 0.10 miu/ml (reference range=0.0 to 5.0 miu/ml) /second specimen on (B)(6) 2022=< 0.10 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, accuracy testing of architect total b-hcg reagent lot 33507ud03. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Historical performance of reagent lot 33507ud03 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Accuracy testing was performed with a retained kit of lot 33507ud03, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot number 33507ud03.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.